Manufacturer narrative:
The technician found the release lever was broken. The technician replaced the release lever to repair the bed.

Event description:
Information received indicates the right intermediate siderail will not latch.